Event description:
About 2 yrs ago, I had a serious eye infection. Dr could not identify - went through 3 types of medication -took 2 wks. Since I have used it I have had a discharge in both eyes daily. Takes at least 30 mins to rinse my eyes in morning to clean out all the gunk. My dr said it was a reaction to renu. I have been through two prescription steroid drops and still have it. My eyes are full of gunk by end of day + horrible in the mornings. At a loss of what to do now.